Event description:
Caller reported a malfunction on the pump, which did not result in any adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurring issues. Customer was advised to continue using the pump and to contact support if the malfunction code reappeared, and the customer understood these instructions.